Event description:
In 2006, a doctor reported that treatment on teeth 2.4, 2.5, 2.6 and 2.7 was performed. Local anesthesia was used and on the fourth tooth the pt complained of pain when the curing a light was used. According to the doctor a root canal treatment was performed on all four teeth as a result of the treatment with the curing light.